Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, reset error test, self test and displacement test. No unexpected error alarms were noted during testing. However, alarms were noted in the history due to a corrupted history file. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed several errors. The blood glucose reading was between 70 and 220 mg/dl. The customer's mother stated that the customer did not exhibit any symptoms of high blood glucose. She noted that the insulin being used had been refrigerated prior to filling, against which she was advised. The customer was not using the insulin pump at the time of the call. The insulin pump alarmed, indicating that the insulin pump experienced an unexpected restart, too low a signal, and 8 occurrences of a spanish software anomaly. Upon troubleshooting, the insulin pump passed the high pressure test. The caller was advised that the device be replaced due to the excessive spanish software anomaly alarms. The caller was advised that the device be replaced. Nothing further reported.